Event description:
It was reported that this pacemaker recorded three ventricular tachycardia episodes and two signal artifact monitor episodes. It was reported the patient was undergoing an rf ablation procedure and a magnet was not used. All of the stored episodes revealed noise on both the atrial and ventricular channels due to external interference. Out of range pacing impedance measurements were also observed also likely due to electromagnetic interference. In one of the stored episodes there was approximately 11 seconds without ventricular pacing. The patient did lose consciousness during the procedure but did successfully recover. No additional adverse patient effects were reported.